Event description:
It was reported to vyaire medical that the lap top ventilator 1200 unit not getting volumes. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was not able to confirm and duplicate the reported issue unit is not getting volumes. All testing was performed with a known good ac adapter, patient circuit and test lung. Bench testing does not reveal any vent abnormalities during ventilation. Unit passed 48 hours extended tests at customer settings without any unusual alarms or error conditions. Vent passed tidal volume and flow performance test 1-8 which measured the exhaled tidal volume (vte). The value on the vt plus gas flow analyzer is almost equal to the value of the ltv (lap top ventilator) display monitor. Vent passed final checkout test during troubleshooting which includes several alarm and ventilation function test and was opened and inspected; no anomalies were noted. Process vent thru service for a complete calibration checkout to meet all factory specification and standard. Additional problem found failed display test due to some led on the display window are not illuminating. Troubleshooting identified component main board has failed some of the 5x7 matrix displays. As a resolution mainboard was replaced and performed 10k pm (preventive maintenance).